Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer contacted customer care stating that he was experiencing frequent occlusion alerts, which were interfering with his blood glucose control. He reported increased insulin usage due to repeated troubleshooting of the tubing, including performing the fill tubing process multiple times. He stated that he had previously removed infusion sites to inspect the cannula and had not observed any issues. He was unsure whether he was doing something incorrectly or if there was an issue with the pump. The customer reported that he reused his insulin cartridge and refilled it to conserve supplies. He was advised that the occlusion alerts were most likely occurring due to reuse of the insulin cartridge and was instructed to always use a new cartridge when changing supplies. The customer replaced the insulin cartridge at that time and stated he would contact customer care again if the occlusion alerts continued. His blood glucose levels were affected during this event, with a reported high of 239 mg/dl, remaining outside the target range for a couple of hours. He did not use any back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not experience any immediate health effects or symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.